Manufacturer narrative:
One controller and one cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event details for the controller was confirmed during the visual inspection. The controller failed visual inspection because the power port 1 connector was loose from the controller housing. Review of log files show that 4 low flow alarms have been logged since (B)(6) 2016 on con100166. The critical battery alarms and the loss of power reported could not be confirmed via logs. The ac adapter failed visual inspection due to a damaged cable jacket and a fracture at the connector's stress-relief area. Despite the fracture, the adapter supplied power consistently. There were no functional anomalies noted. The most likely root cause of the reported event loose connector can be attributed to a shift in the manufacturing process. The most likely root cause of the damaged cord and connector can be attributed to the handling of the unit. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1425us.

Event description:
It was reported that the patient reported multiple critical battery alarms on his controller. Vad coordinator walked him through controller exchange over the phone. When the patient came into the clinic, it was noted that the power port on his controller and his controller ac adapter were damaged. The site re-educated the patient on the care of equipment as they felt the damage was the cause of the power interruptions. As stated, the device was exchanged with no reported consequences to patient. No additional information provided.

Manufacturer narrative:
Additional information received indicates that the patient's controller had a loose power port and that this was causing frequent power disconnect alarms. Associated device; serial # (B)(4) -MFR date-02014/12/02, (B)(4). (B)(4) will be closed out as a duplicate to this complaint. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.